Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was informed that they could continue to use the pump and to report any recurring malfunction codes.